Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer required maintenance. A field service engineer recommended documenting the specific drawer that malfunctioned, along with the associated error, to assist in replacing the parts, as the customer was not aware of which drawer had failed. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. A customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.